Event description:
While wearing the external equipment, the pt reportedly experienced no sound perception. Oi october, 2006, the pt was seen by a co rep for device eval. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was functioning. The decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.